Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain') and genital haemorrhage ('abnormal bleeding (general)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included valium. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included gravida ii, parity 2 ((B)(6) 2002,(B)(6) 2010) and abdominal pain. Social history: non-smoker. Previously administered products included for an unreported indication: anaprox ds. Concurrent conditions included type 2 diabetes mellitus since 2016, blood pressure high since 2015, morbid obesity, alcohol use, flank pain, uterine leiomyoma and uterine fibroids. Family history included breast cancer (maternal aunt). Concomitant products included medroxyprogesterone acetate (depo provera) since 2010 for birth control as well as ethinylestradiol;norethisterone (balziva) from (B)(6) 2014 to (B)(6) 2014, ethinylestradiol;norethisterone (ovcon-35) from (B)(6) 2014 to (B)(6) 2014, lisinopril since 2015, metformin since 2016, naproxen sodium (anaprox) from 2014 to 2016 and naproxen since 2016. On an unknown date, the patient started valium at an unspecified dose and frequency. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), dyspareunia ("painful sexual intercourse/ dyspareunia (painful sexual intercourse)"), headache ("headaches"), fatigue ("fatigue"), back pain ("back pain"), nausea ("nausea") and ovarian cyst ("ovarian cysts") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, headache, fatigue and back pain had not resolved and the genital haemorrhage, weight increased, uterine leiomyoma, ovarian cyst, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, nausea, ovarian cyst, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she continues to experience these symptoms and is currently exploring her options for the removal of the essure device. Trailing coils in uterus: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.5 kg/sqm. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs received : events added- abnormal bleeding (vaginal, menorrhagia). Events onset date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.